Event description:
It was reported that the patient's left ventricular (lv) lead dislodged and was only able to capture at max output. It was noted that the lead dislodgement occurred after the patient was involved in a fist fight. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).